Event description:
It was reported that during treatment of 95-99% stenosis in the mid-distal right cornary artery which was described as tortuous, a .014 luge wire was advanced into the right coronary artery across the two stenotic segments and distally in the vessel without much difficulty. A 3.0 x 20mm maverick balloon catheter was then advanced and positioned across the more distal site where one inflation of 6 atms for 30 seconds was performed. The balloon was then brought more proximally and a second inflation of 8 atms for 30 seconds was performed. Angiography was obtained at that time, revealing a spiral dissection of the right cornary artery from the distal stenosis retrograde back toward the right coronary ostium. The patient had chest pain at the time of the dissection, but was hemodynamically stable and it was elected to proceed with attempted stent deployment to control the dissection. 5-6 penta stents were deployed to the proximal to mid 2/3 of the right coronary artery (approximately 8 cm). There was evidence of residual stenosis and dissection in the mid-segment of the stented artery. An nc monorail was then advanced across the residual dissection and inflated for 15 atms for 30 secs. The physician was unable to remove it and it broke when he "aggressively pulled" it. The patient was taken to surgery about an hour later and survived, but developed further complications and died a week later from a right ventricular infarction. The physician indicated there was not a product problem.